Event description:
Report received from (B)(6) stating that the device had an issue with the locking sleeve being stuck. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "noise" was confirmed. This drill has been power broken, has a worn hose, rattles and has a stiff locking sleeve. All of this damage appears to be caused by abuse/misuse by the customer. If add'l info is rec'd, a supplemental report will be sent. (B)(4).